Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was damaged on the distal end. The damage to the stent is consistent with force/resistance being encountered on advancement of the stent delivery catheter. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile or the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on returned device analysis completed 24-may-2016. It was reported that difficulty crossing lesion and tip damage occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. A 3.00x38mm synergy¿ drug-eluting stent was advanced to the lesion. However, it was noted that the device was unable to cross the lesion and the distal tip was found lifted the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed distal stent damage.